Event description:
It was reported that this pacemaker exhibited oversensing and recorded two ventricular tachycardia (vt) episodes due to electromagnetic interference (emi). The emi was seen across each channel and was confirmed to be due to the patient receiving a neurotomy procedure. The pacemaker remains in service. No adverse patient effects were reported.